Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (won't power on) was investigated. As received, the charger would not recognize and charge the battery pack. Upon evaluation, there was contamination on the battery board and the q1 current controlling transistor was shorted. The cause of the inability to charge the battery pack is the contamination and shorted component. The cause of the shorted component is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned a battery charger indicating that it would not power on.